Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board and blower motor were replaced to address the issue.